Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture. Minimal atrial pacing was observed and the lower rate limit was reduced to 45 ppm to minimize atrial pacing.